Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient has experienced increased difficultly with charge the ins. The patient was unable to charge the ins to 100% and only gets 2 coupling bars when charging. Antenna locate did not resolve the issue. It was noted that the patient had gained 10 lbs. A ins replacement was being planned to resolve the issue, and the surgery was pending insurance approval. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the recharging issues may have been due to the ins being too deep following the patient's weight change, however this was only a theory. The pocket was revised and the ins was replaced on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.